Event description:
A nurse reported that the connection between the red and blue line on the filter was not tight and air was pulled into the circuit resulting in termination of treatment and a new filter set. The pt had an estimated blood loss of 520 ml when the content of the filter set was not returned from two consecutive filter sets.

Manufacturer narrative:
The complaint history file revealed no other complaint and no nonconformities have been reported regarding the involved lot 11c0303p, which consisted of 876 unit. The involved filter sets were returned by the hospital for investigation. The involved samples were filled with coagulated blood and an analysis could not be done. There were no defects detected by our visual inspection of the involved products.